Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was removed in (B)(6) 2011. The reason for the removal was an infection at the pump pocket due to poor hygiene. The drug in the pump at the time of the event was not known.